Event description:
It was reported that the cartridge was not fitting properly on the pump. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Correction was done through a manual injection. Technical support guided the inspection and cleaning of the pneumatic tap area, leading to the removal of the o-ring, which resolved the issue. The customer successfully resumed insulin therapy with the original cartridge.